Event description:
It was reported that this device exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Subsequently, a revision procedure was performed and both products were explanted and replaced. No additional adverse patient effects were reported.